Manufacturer narrative:
A4 is unknown. The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia, causing suction events. The pump was confirmed to be in a good position. Decreased flow was observed. In response, tissue plasminogen activator was added to the purge. A suction event occurred while the patient was experiencing vomiting and coughing. A bronchoscopy revealed the left main stem was occluded with blood clots. The patient also experienced gastrointestinal bleeding and coughing up blood. The purge flow was inconsistent so the purge cassette was exchanged. The patient received a transplant and was successfully weaned from the pump and survived.